Manufacturer narrative:
(B)(4). The investigation is currently ongoing and conclusions will be sent in a follow up report before (B)(4) 2011.

Event description:
The customer contacted the philips customer service center to report an image transfer problem. The customer alleged that an image taken two days prior was now viewable with another pt's data.